Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial flutter, a blazer ii xp catheter and a maestro 4000 system were selected for use. It was reported that the catheter signals were noisy during ablations and the physician is unable to read the signals on the system. The connecting cable was exchanged and all connections were checked, however, the noise persisted. The procedure was cancelled due to the unresolved noise. No patient complications were reported.